Event description:
Approx 38 months post index procedure, the pt complained of chest pain and developed cardiogenic shock. And he was brought to the hosp as an emergency. A coronary angiogram was performed and thrombus was observed in the cypher at the posterolateral branch. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. Then a driver mare metal stent was implanted in the cypher. Then intra aortic balloon pump (iabp) was inserted. Physician's comment: the possible cause of the thrombotic event was because the pt stopped taking aspirin.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the postero-lateral branch. The vessel was a de-novo and complete total occlusion. Lesion classification of the vessel was type c. The lesion length was 11.07mm and vessel diameter was 2.89mm. Pre-dilatation was conducted with a 2.5x15mm balloon at 6atm for 40seconds. A 3.0x18mm cypher stent was deployed at 16atms. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was 0 and iii. Activated clotting time was not measured. At the mid right coronary artery, a 4.0/unkmm driver stent was deployed. The details for the mid rca are unknown. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.